Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call for high blood glucose. The customer¿s blood glucose was 550 mg/dl at the time of the incident. Customer already three times changed set and high pressure test passed. The pump will not be returned for analysis.